Manufacturer narrative:
Product complaint #(B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: placed a new wire, then replaced the device when the second wire also fractured. Did this issue contribute to any patient adverse event? The incident occurred at the beginning of the suture with the thread loosening from the needle on 2 devices. The start of the suture was therefore reset immediately. There were therefore no consequences for the patient a manufacturing record evaluation was performed for the finished device j325h; xpbbdjw0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Wire breakage occurred on two occasions during energization. No patient consequences were reported. Additional information was requested.